Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and experienced electrical shock-like sensations in their legs. The patient underwent an ipg replacement procedure and was doing well postoperatively and the explanted device was kept by the facility.